Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. A tear in the exposed portion of the soft cannula was observed during fluid path testing, which resulted in fluid leaking. It cannot be determined when this damage occurred. The download data shows no signs of struggle to deliver insulin. No other damages or deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 365 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose history is as follows: (B)(6).